Event description:
Boston scientific received information that right atrial (ra) lead pacing impedance measurements increased from 310 ohms to 1,200 ohms. The patient was brought to the electrophysiology (ep) lab for evaluation, however, was unremarkable. Later, ra pacing impedance measurements were greater than 2,500 ohms, with noise in bipolar configuration. All other lead measurements were within acceptable limits. The device was tested in unipolar configuration and noise resulted in pacing inhibition.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.